Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What date did the patient present with symptoms? Any medical treatment provided, were prescription steroids administered, antibiotics? If yes, please provide medicine name, strength and dose. Please provide the procedure name. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that an animal underwent an ovariohysterectomy procedure in (B)(6) 2021 and suture was used. Postoperatively, 7 days after the procedure the animal was review for dehiscence of the muscle wall. The device broke along the length of the thread, the knots of the abdominal wall overlock, and securing stitches, were intact. Around the knots, a marked inflammatory reaction was observed. There was pressure on the subcutaneous and cutaneous suture, but no rupture at these levels. The wound was surgically revised, with a different thread and the scarring was normal. Additional information was requested.